Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that during the calibration of the p1 pressure sensing port, it was found to be not measurable. However, the console indicated that all pressure measurement cables were operational at the sensor box. The pressure transducers were replaced. The issue persisted and the p1 pressure sensing port remained not measurable. The user exchanged the xlung kit 230, all pressures could be measured, and the system could be calibrated. There was no patient involvement. The complaint sample was available for product evaluation.